Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable carcinoembryonic antigen (cea) result for one patient sample. The initial result was 6.8 ng/ml and was reported outside the laboratory. A physician questioned the result and the sample was retested. The repeat result on (B)(6) 2015 was 0.7 ng/ml. No adverse event was reported. The cea reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The elevated result was not reproducible.